Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis event was unknown. On the same day as onset, the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic (intraperitoneally, dose, duration and frequency not reported) for the peritonitis. After seven days, the patient was discharged from the hospital and reported to be recovering from the peritonitis event. Dianeal therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.